Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the power switch was defective. Additional malfunctions include the hose clamps were leaking, the tie wraps were leaking, and the regulator was leaking.